Event description:
It was reported that multiple cartridges leaked from the o-ring and an undefined location. Customer loaded a new cartridge to address the issues. Customer¿s blood glucose level ranged from 100-150 mg/dl. Additionally, it was reported that the insulin gauge was inaccurate. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.